Manufacturer narrative:
Samples of cadd cleo infusion sets returned for analysis. The sample consist of two (2) products from cleo p/n 21-7230-24. The sample was received in used conditions without its original package. Visually inspected the samples at a distance of 12" to 24" and normal conditions of illumination. Results showed one sample had the retractor inactive and the skin adhesive de-attached from the tegaderm. One sample had the retractor active and the skin adhesive stuck to the base. Functional testing to replicate the failure mode was performed, and the sleeve of the inserter was pushed down with the fingers without active the retractor. The skin adhesive was stuck to the tegaderm. The customer reported was unable to be duplicated. No product fault found. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd cleo infusion set customer bent and would not stick to the surface. States the patient was hospitalized. Customer sent pictures. No longterm reported adverse effects.